Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-43. Environmental testing conditions test strip (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. Customer stated he just purchased the meter 05/23/2017. The customer is concerned with control test results from results obtained of 62 and 60 mg/dl. The customer's expected blood glucose test result range was undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer was calling because he ran a control test on a meter he purchased yesterday and the results were not within range. Control solution was true metrix brand and lot# 7bc1b15 and it was opened today for the first time. It has an expiration date of 1/31/2019. The lot for strips is mu2386 and it was opened today. It expires 9/14/2018. The range for level one is 23-53 mg/dl and the results were 60 mg/dl and 62 mg/dl. The test was run twice. The supplies are kept in the living room.